Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed and failed due to disconnected door frame/ground post wire. The device passed all functional testing but failed electrical testing due to failed ground bond verification. The disconnected door frame/ground post wire caused an open connection between the pem ground and door post resulting in the ground bond failure. The device was sent to servicing. The door frame/ground post wire will be reconnected during servicing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.